Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following was reported to bd by the patient's attorney: on (B)(6) 2007 the patient underwent surgery for implant of an unspecified "bard mesh" (flat mesh). As reported, the patient underwent additional surgical intervention. The patient's attorney alleges the patient experienced unspecified injuries and emotional distress due to the defective device.